Event description:
The customer reported via phone call experiencing high blood glucose over 600 mg/dl. The customer stated she had 3 bent cannulas over the last week and was concerned that the insulin pump did not alarm no delivery. The high pressure test was not performed as the customer did not have the tubing clamp with her. She was advised to call back as soon as possible to complete troubleshooting

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.